Event description:
The customer reported that the alarms were not functioning on their devices. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the alarms were not functioning on their devices. No pt harm was reported. Due to the allegation that the alarms did not work and since a user might not be aware that the alarms are not functioning, philips reporting this incident. Based on the initial info provided, philips considers that this is not a malfunction of the device. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.